Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. No troubleshooting could be done as customer changed out the cartridge prior to calling. Humalin-r insulin was reportedly used. The customer experienced a low blood glucose (bg) level, but the customer stated this was most likely due to the hormones from being pregnant. Soon after, the customer followed up with tandem technical support on (B)(6) 2015 and acknowledged the low bgs were due to the pregnancy and being unable to hold food down.